Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lesion length was 46mm and not 28mm as previously reported. In (B)(6) 2015, the 85% in-stent restenosis noted in the study stent was treated with placement of 2.5 x 38mm non-bsc stent. Following intervention, residual stenosis was 0%. Two days later the event was considered recovered/resolved and the patient was discharged two days later.

Manufacturer narrative:
Upn- search corrected from unk634 - promus element - (B)(4) (intervent cardio) - interv cardiology - 30000 to h7493911328270 - f/g, promus element, mr, ous 2.75x28mm - (B)(4). Upn corrected from unk634 to h7493911328270. (B)(4).

Event description:
It was further reported that on (B)(6) 2015, a day after the patient was hospitalized, coronary angiography revealed 85% stenosis in the previously placed stent in the mid lad which was treated with percutaneous coronary intervention (pci).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2.75x28mm promus element drug eluting stent was placed in the mid left anterior descending artery which covers both the 1st and 2nd diagonal branches.

Event description:
(B)(4). It was reported that coronary heart disease occurred requiring intervention. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery extending into mid lad with 90% stenosis, and was 28 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 28 mm promus element stent. Following post-dilatation residual stenosis was 0%. Two days post-procedure the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with coronary heart disease. The patient was hospitalized and underwent a mid left coronary artery (lca) stenting. Three days later the event was considered as recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case MDR ID #: 2134265-2015-09080. It was further reported that in (B)(6) 2015, the patient was diagnosed with unstable angina and not coronary heart disease as what previously reported.